Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 359 mg/dl. Troubleshooting was performed and the customer inserted a new aaa alkaline battery in the pump. Customer did not receive a failed battery test. Customer also had a blank display on the pump. Customer's belt clip broke right before the issue but the pump did the same thing when the battery was replaced. Customer does not have a new battery to test with the pump. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap as a courtesy. It was explained that the battery out limit alarm that was received was normal pump behavior. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.